Event description:
The complainant reported a 60 year old male patient was placed on impella cp support. It was reported that there were efforts to reposition impella twice, but pigtail appears to be stuck in the papillary muscle. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter in papillary muscle ¿if the inlet area of the catheter is lodged adjacent to the papillary muscle, the inflow may be obstructed, resulting in suction alarms. This positioning is also likely to place the outlet area too close to the aortic valve, which can cause outflow at the level of the aortic valve with blood streaming back into the ventricle, resulting in turbulent flow and hemolysis.¿ this report is being filed as part of a retrospective review of historical records.